Event description:
It was reported that the tip was open and there was not enough fluid in the particles. There was no medical intervention or patient injury reported.

Manufacturer narrative:
The suspect device is expected to be returned for evaluation. A follow up report will be submitted once the investigation and product history review are complete.